Event description:
It was reported by the customer that a pyxis medstation es system was experienced issue with all new multiple patients and orders not crossing. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the all new multiple patients and orders not crossing . A technical support specialist was unable to replicate the problem. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server.